Event description:
It was reported that a patient experienced a sensation of the room spinning and panic, along with an erratic pulse with readings in the 30s, 40s, and 80s. The patient was connected to a pacemaker and non-defib lead. The patient felt fine after 15-20 minutes. The patient representative followed up with a heart clinic, which did not have a transmission, and was advised to contact medtronic. Discussions included different types of transmissions and the protocol for after-hours or weekend situations. The patient representative was referred to the heart clinic for further discussion. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event..

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.